Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was possibly exhibiting loss of capture on the left ventricular (lv) lead. Technical services (ts) was consulted and recommended bringing the patient for further testing. The device remains in service. No information is available at the moment. No adverse patient effects were reported.